Event description:
It was reported that there was a stapler firing problem. The patient received a endoscopic vac and reoperation.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was received: the device cut throughout the cut line. There were eroded and uneroded parts. The device has opened without any issue, no problem was seen. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: could you please provide more details to the complaint? What is meant by "eroded and uneroded parts." Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Where was the leak? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2022 additional information received: - the device has done the cutting process, the cutting process has been done along the whole line. - there was a part with or without knurling. - the blunt blade condition was absent in many cases. - the device did not have any difficulty in opening, we did not experience any opening problems.

Manufacturer narrative:
(B)(4). Date sent: 9/7/2022 h6: medical device problem code.